Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined that there was water which had leaked from the r12 probe. The fse replaced the probe wash solenoid valve which resolved the issue. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that there was water which had leaked from the r12 probe on unit 1 of the au5431 clinical chemistry analyzer. The operator wore personal protective equipment. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.